Event description:
It was reported by the aci clinical specialist that a pt underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained via a 6f sheath (model unk). Post procedure, the physician selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that a balloon loss of pressure occurred when the physician pulled the balloon towards the arteriotomy (2nd stop). The physician removed the device and converted the pt to 15 minutes of manual compression. Hemostasis was successfully achieved. The pt was ambulated and discharged to home the same day, with no reported clinical sequela. No further info was provided.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.